Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clips were explanted. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for mitral stenosis. It was reported that on (B)(6) 2018, one mitraclip was implanted treating grade 4 functional mitral regurgitation (mr), reducing mr to grade 1-2. The patient returned to the hospital on 03/26/2019 for a second mitraclip procedure. Mr was increased to grade 4 due to disease progression. It was noted that the first mitraclip was well attached to both leaflets and functioning as expected. No tissue damage was noted. Two xtr clips were implanted but there was only a small reduction in mr and the mean pressure gradient (mpg) increased to 8 mmhg. Later that day, the patient underwent a mitral valve replacement surgery with good results. The clips were explanted. No additional information regarding this issue was provided.